Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was not known. Leading to alarm, customer was playing baseball and the insulin pump may have been exposed to perspiration. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.